Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  The hp reported an incomplete prime, however, as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp was using three extension lines and was not sure if the patient line was completely primed before connecting. The technical service representative (tsr) had the hp disconnect from the set up and cycled power to clear the alarm. The hp was to complete therapy with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.